Event description:
It was reported that a connection issue occurred when the nurse tried to connect the transfer set to the adapter. The peritoneal dialysis registered nurse (pdrn) stated that when they would try to twist the transfer set on to the adapter, the transfer set kept clicking but would not connect to the adapter. There was no obvious damage to the transfer set. When the adapter was replaced, the connection issue persisted. However, when the transfer set was replaced with a set from a different lot number, the issue was resolved. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample has been reported to be available for evaluation. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Companion samples were received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues. The samples were functionally hand tightened to a lab titanium adapter with difficulty noted. The reported issue was confirmed. Dimensional inspection of the returned transfer sets identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. Should additional relevant information become available, a supplemental report will be submitted.